Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported to a company representative side cut tags at eleven and two clock hours during corneal flap creation. Upon additional follow up it was reported, the doctor was able to lift the flap with a crescent blade and continue with treatment. There was no harm to the patient involved.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. Based on assessment the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).